Event description:
On may 5, 2000 the customer reported out an axsym beta-human chronic gonadotropin value of 27.3 mlu/ml. On may 16, a delta check of a random sample from the same draw of this pt yielded a valve of 0.0 mlu/ml. A correct report was issued. There is no report of impact on pt management.